Event description:
It was reported that the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g experienced product damage while still considered operable. The following information was provided by the initial reporter: material no: 320122 batch no: 9205404 verbatim: damaged pen needle per information provided by the customer e-mail on 02/19/20 date(B)(6)2020 date of incident:(B)(6)2020 date reported: (B)(6)2020 part name: pen ndl 32g 4mm 100bx 1200 USA part no.: 320122 batch no.: unknown description of complaint: (B)(4) pen needle box damaged lot number: 9205404

Manufacturer narrative:
H.6. Investigation: customer returned one (1) shelf carton for 32gx4mm bd pen needles from lot 9205404. Consumer reported damaged pen needle box. The returned shelf carton was examined and was observed to have been damaged. The closure label was also observed to have been torn open, however, all 100 pen needles were secured inside the shelf carton. Three photos of a 32g x 4mm pen needle carton were returned from lot. No. 9205404, cat. No. 320122. Visual examination of the returned photos was carried out and damage to the corner, side and base of the carton was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Damage to the cartonette occurred at the carton forming station in packaging. H3 other text : see h.10

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g experienced product damage while still considered operable. The following information was provided by the initial reporter: material no: 320122 batch no: 9205404. Verbatim: damaged pen needle. Per information provided by the customer e-mail on 02/19/20. Date (B)(6) 2020. Date of incident: (B)(6) 2020 . Date reported: 02/06/2020 . Part name: pen ndl 32g 4mm 100bx 1200 USA. Part no.: 320122. Batch no.: unknown. Description of complaint: 1 pen needle box damaged. Lot number: 9205404.